Event description:
It was reported that exit block and decreased sensing were observed. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis was normal. No anomaly found. The lead exhibited normal electrical characteristics.